Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is giving a filling error.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is giving a filling error. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: d9(device available for eva), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e3 is unknown (initially it was submitted has "other healthcare professional"). It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had filling error in the device. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and verified the reported failure and suggested to replace the regulator,drive and drive manifold assembly. There was no repair completed yet. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.